Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products and therapy dates: bit devices, (B)(6) 2025. Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments and no failures were identified. Therefore, the reported condition of the device running in an unexpected direction/mode and having intermittent operation were not confirmed, and an assignable root cause was not determined.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that when one of the buttons was pressed on the modular handpiece device, the motor initiated an oscillating movement on its own, rather than rotating as intended. The reporter noted that the problem occurred intermittently and with various bits. While the issue was not serious when using a bit device, it became a significant obstruction when using the tplo or oscillating saw. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.